Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of 12fb7232 showed no other similar product complaint(s) from this lot number.

Event description:
While inserting the PICC line by arnp's piece of the metal guidewire detached into the pt's arm. Confirmed by x-ray. Dr. Noticed. Pt required surgery to remove foreign subject from left upper arm. Pt was not symptomatic. Pt underwent surgery the next day for removal of the wire piece lodged in soft tissue with fluoroscopic guidance, no additional complications as a results of the lodged piece of guidewire. The pt tolerated the procedure well.